Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for lumbar radiculopathy and spinal pain. The pump contained saline at minimum rate. It was reported the patient¿s pump flipped. The doctor said during the case, it flipped the first week of the patient¿s replacement. It was unknown what environmental/external/patient factors might have led or contributed to the issue. The doctor performed surgical interventions and flipped the pump to its correction position. The doctor was able to aspirate from the catheter access port well demonstrating the catheter was patent. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.